Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that when removing the needle shield from syringe the needle hub broke off the syringe. Verbatim: relion pet owner reported removing the needle shields from 5 insulin syringes and the whole needle component broke off and fell onto the counter."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0027372 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 wal separtated from the hub during use. The following was reported by the initial reporter: "it was reported that when removing the needle shield from syringe the needle hub broke off the syringe. Verbatim: relion pet owner reported removing the needle shields from 5 insulin syringes and the whole needle component broke off and fell onto the counter."